Event description:
Philips received a complaint on the dfm indicating that the self-test failed. There was reportedly no patient involvement. The site biomedical engineer evaluated the device on site and worked with philips service representative. It was determined that this was a malfunction of the therapy pca. The customer ordered a replacement therapy pca. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.